Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad unit powers on without end user manual intervention.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log showed the pad-pak was first installed successfully on the (B)(6) 2011 and performed to specification up to the (B)(6) 2013. Between the (B)(6) 2013 and the (B)(6) 2016 the device records manual power ups of up to ten minutes duration. The device performs successful self-tests up to the (B)(6) 2016. The returned pad-pak was inserted into the device and passed a self-test. No warnings were given at shutdown and the status led continued to flash green. A test shock was delivered without fault during testing. Investigation was unable to replicate the reported fault. The manual power ups may indicate the user was regularly power cycling the device or the beginnings of membrane failure. At no time during testing was the device observed switching on automatically.